Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Numbness in feet and fingers [hypoaesthesia]. Pain in feet and fingers [pain in extremity]. Difficulty walking [gait disturbance]. Hypocupremia [copper deficiency]. Extensive nerve damage [nerve injury]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unknown cream concurrently with super poligrip denture adhesive cream, unspecified total daily uses beginning (B)(6) 2004 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage resulting in numbness in feet and fingers, pain in feet and fingers, and difficulty walking. Treatment has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.